Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (4.3mm). During deployment of the heart sting, the string failed to flatten out completely and occlude the hole. Another device was used without incident. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 25154396 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory on 11/25/2020. An investigation was conducted on 12/08/2020, and concluded on 12/10/2020. A visual inspection was conducted. Only the delivery device, seal and tension spring were returned for evaluation. The white plunger was fully depressed and the blue slide lock was disengaged. Signs of clinical use and heavy amounts of blood was observed on and inside the delivery device as well as on the seal, which indicates that there was attempt to introduce the device into the aorta. Due to the presence of blood on the delivery device, measurements of the delivery tube are unable to be taken. The seal was observed to be deployed, fully unwrapped indicating it unfolded as it is supposed to upon deployment. No cracks or delamination was observed on the seal. Based on the returned condition of the device, the reported failure "failure to unfold or unwrap" was not confirmed.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (4.3mm). During deployment of the heart sting, the string failed to flatten out completely and occlude the hole. Another device was used without incident. The hospital did not report any patient effects.